Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the heart lung machine (hlm) was resetting all the modules on the right side of the system. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the network interface card (nic) printed circuit board (pcb) power cable and the communication cable. The unit operated to the manufacturer's specifications. The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4).

Manufacturer narrative:
Updated blocks: d9 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.